Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 300 mg/dl at the time of the incident. The customer's blood glucose was 384 mg/dl at the time of hospitalization. The customer's blood glucose was 215 mg/dl at the time of call. The customer stated that she treated her high blood glucose with insulin pen. The customer stated that she was treated at the hospital. The customer stated that she was feeling sick. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that there were air bubbles in the reservoir. The customer performed high pressure test and the insulin pump did alarm no delivery. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.